Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6, -11.50/2.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was explanted and the lens was replaced in a second surgery with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as patient related factor and device. Reportedly, "wtw measurement called for 12.6mm lens(staar optimized). Unclear if there was a an abnormal sulcus anatomy causing excess vault. Per reporter, "vault is now excellent, patient notices significantly reduced glare."